Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was picking up the atrial activity and it was intermittently oversensed. The patient's intrinsic ventricular rhythm was present so there was no pacing inhibition and there were no symptoms experienced. The oversensing was thought to be due to the rv lead placement. Boston scientific technical services (ts) suggested to evaluate the sensitivity for rv lead, to see if the oversensing could be programed around. At the lead revision procedure, the r-waves were under 2 millivolts and threshold was very high. The cause was not determined, but thought to be a dislodgement. The lead was subsequently abandoned surgically. No additional adverse patient effects were reported.